Event description:
A user facility registered nurse (rn) reported multiple issues with air detector alarms, venous pressures and clotted lines with blood unable to be returned. There were no problem with access or lines previously. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.